Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During tha surgery, the surgeon used trident cup. The surgeon assembled the cup impactor bolt in the cup. And the surgeon inserted the cup to patient bone. When the surgeon removed the cup impactor bolt, the cup impactor bolt was not removed. The surgeon removed the cup impactor bolt with the cup. The surgeon inserted the cup to patient bone again.